Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of >600mg/dl on three different occasions on the contour next link 2.4, retested on a different meter and the readings were 61, 195 and 149mg/dl, respectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.